Event description:
Report received for a tubing set which "split" during use with a power injector. It was reported that there was "no problem with the pt". Although requested, no add'l info was provided.